Event description:
Two of the screws would not slide over the k-wire. All of the other sizes; even the 18; would slide over the wires. The hole in the center was not big enough. Surgery was extended 30 minutes due to the problem.